Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer's blood glucose was 300 mg/dl. Customer treated their blood glucose with a manual injection. It was also found the customer was feeling nauseous from their high blood glucose. Troubleshooting was not completed as the customer declined to check for the presence of leaks and air bubbles. Customer was unable to check for bent cannulas at the time of the call. Customer also reported a button error alarm occurring on the insulin pump. Customer also reported the buttons were unresponsive on the insulin pump. The customer also reported a large crack at the center of the insulin pump's display. Customer was advised to change out their entire infusion set, reservoir, and insulin. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm noted during testing. The insulin pump passed displacement test, rewind, basic occlusion, occlusion, prime and no delivery tests. The insulin pump had cracked case at display window corner, minor scratched lcd window and cracked reservoir tube lip.